Event description:
It was reported to manufacturer that the vns patient went to the office for a follow-up visit and his programmed settings were not as intended. Patient's settings were programmed to 1.25/30/130/30/3. However, at the follow-up visit patient's settings were at 1.25/30/500/30/3. It was informed to the physician that this usually happens when a system diagnostic test is interrupted; therefore a final interrogation should always be done as the final step in a dosing appointment to make sure the patient leaves the office at correct settings. Good faith attempts to obtain programming history and additional data has been unsuccessful. The cause of change in settings is unknown at this time.